Manufacturer narrative:
(B)(4).

Event description:
On 2015-12-09, information was received from a healthcare provider (hcp), via a company representative, regarding an unknown patient who was receiving and unknown drug via an implantable pump. Medical history was not reported, although the patient was described as a very thin, frail, cancer patient. Concomitant medications were not reported. On an unknown date, the unknown catheter was tunneled through the patient's colon; the issue happened during the tunneling portion of the implant procedure. A magnetic resonance imaging (MRI) was done and identified the catheter location. No patient symptoms or complaints about therapy were reported. As of (B)(6) 2015, the intrathecal therapy was working great with regard to managing their pain, and the patient's situation was being addressed by the hcp. The hcp was looking for recommendations on how to manage the situation, and thought that they wanted to bring the patient to surgery to correct the issue. As of (B)(6) 2015, the identity of the patient, catheter identification, drug in the pump, and actions/interventions performed remained unknown; the company representative was waiting for details regarding troubleshooting and ins truction regarding actions/interventions taken to resolve the issue from the hcp. Additional information regarding patient identification, drug in the pump, serial number of the unknown catheter , date the catheter was placed, and actions/interventions taken to re solve the issue was requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
"Intervention required" is no longer an outcome attributed to the adverse event.

Event description:
Additional information received from a manufacturer representative indicated the pump was not going to be revised as of the time of the report because the patient's natural disease state (cancer, unrelated to the pump) was progressing. The pump was functioning well with no issues and therapy was providing benefit.